Event description:
It was reported that during an in clinic visit, the pulse generator was found to be operating in backup vvi mode. The patient had recently undergone an MRI. A device code download restored normal device function. The device was explanted and replaced at a later unknown date due to low battery voltage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.